Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the system had repeated faults on universal surgical manipulator (usm3 and power cycled the system twice but was unable to clear the error. Technical support engineer (tse) viewed system logs and noted communication errors and the reporting node is the axes controller setup (acu) in the proximal suj. Tse requested to complete a hard reboot on the patient side cart (psc) but that did not clear the error. Tse advised that they could disable armnet 3 or swap out the psc and it was noted that all of their other xi systems were currently in use. They would ask the surgeon to see if they would like to continue using three usms. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the proximal setup joint (psuj) to resolve the problem. The system was tested and verified as ready for use. Isi has received the psuj for evaluation, but evaluation has not been completed as of the date of this report. A follow-up MDR will be submitted, if additional information is obtained.